Event description:
It was reported that the holster cable broke off inside the control module. It is not known how this happened. It was noticed during initialization that green cable error occurred. When the holster was unplugged, it was then noticed that a piece of cable was broken off inside the control module. The case was aborted with no further pt consequence.

Manufacturer narrative:
H6: dc motor adaptor replaced. Eval summary: h3 eval summary: based upon the inquiry info rec'd, visual and functional examination: the unit was found to require the dc motor adaptor to be replaced. The device was functionally tested, met all product requirements and returned to the customer.